Event description:
The customer reported that the insulin pump had a hissing sound followed by a click when he primes the insulin pump and delivers a bolus. The customer also reported being at the emergency room due to high blood glucose of 459mg/dl. The customer stated that he was nauseated and his glucose was high. Advised the customer to discontinue use of the insulin pump and revert to back up plan. The customer's glucose reading at time of call was 285mg/dl, and he will treat after the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.